Event description:
The customer reported that she experienced high bgs (400-500mg/dl) after the first day or wearing the pod. She administered several correction boluses but her bgs would not lower - her levels "would come down slightly and then go back up". The cannula was observed to be 'somewhat kinked", but she never received an occlusion alarm. The pod was removed and replaced and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.